Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was experiencing ineffective coverage and one of the drg lead migrated and confirmed via x-ray and the other lead exhibited high impedances in most contacts. Surgical intervention was undertaken where both the leads were replaced, and therapy was restored.